Manufacturer narrative:
(B)(4). The external visual inspection of the device revealed the silastic overmold was cut at the electrode lead. This is believed to have occurred during revision surgery. The photographic imaging inspection revealed a cut electrode wire. This is believed to have occurred during revision surgery. System lock was verified. The device passed all of the electrical tests performed. The device passed the tests performed. This older device configuration is no longer manufactured. This is the final report.

Event description:
The recipient's device was reportedly explanted. The recipient was reimplanted with another advanced bionics cochlear device. Advanced bionics is currently in the process of obtaining additional information. When additional information is received, a supplemental report will be submitted.

Manufacturer narrative:
The recipient was reportedly explanted potentially for a technology upgrade. The recipient is reportedly doing well.